Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed a crack on the top case and right plunger case. Review of the event history logs confirmed a ?check syringe plunger sensor' message. Functional testing was performed and it was determined that the broken plunger case caused the error message. The root cause was determined to be the broken plunger case. The plunger case was repaired. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported a device exhibited a "plunger sensor error" and a cracked case. Patient involvement is unknown.